Event description:
A button/power issue was reported with the adc device. The reader responded slowly when the touch screen was pressed and as a result, the customer experienced a seizure. Customer was treated with "juice, yogurt, and bread" by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader turns on when pressing the start button and observed sticky switch. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. The reader was de-cased and visual inspection was performed on printed circuit board assembly (pcba). Liquid contamination was observed. Therefore the issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The reader responded slowly when the touch screen was pressed and as a result, the customer experienced a seizure. Customer was treated with "juice, yogurt, and bread" by third-party. There was no report of death or permanent impairment associated with this event.